Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 11 years 4 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to aortic stenosis and increased gradients. No additional adverse patient effects were reported.